Event description:
Journal reference: larkin tm, dragovich a, cohen sp. Acute renal failure during a trial of spinal cord stimulation: theories as to a possible connection. Pain physician. 2008;11(5):681-686. This is the first case describing an episode of acute renal failure occurring during a spinal cord stimulation trial. Although one cannot rule out coincidence, the timing of the occurrence makes it conceivable that our patient's arf developed from a confluence of events concluding with scs. Reportable event: a male with a history of hypertension and 3 prior failed spine surgeries, fbss, underwent a trial of spinal cord stimulation for uncontrolled bilateral lower extremity neuropathic pain. Two days after the placement of the percutaneous stimulator lead, the patient returned to the hospital complaining of 3 syncopal episodes. He was found to be hypotensive and in acute renal failure. The stimulator was removed. After infusion of 3 liters of ringer's lactate, his heart rate and blood pressure improved and he was able to produce urine. By discharge, 2 days later, his creatinine decreased to 1.0mg/dl, his blood urea nitrogen was 23mg/dl, and he was voiding spontaneously.